Manufacturer narrative:
Continued from concomitant medical products. Extension model 37082 serial# (B)(4) implanted: (B)(6) 2011 explanted: unk; extension model 37082 serial# (B)(4) implanted: (B)(6) 2011 explanted:unk; lead model 3888 lot# v583006 implanted: (B)(6) 2011 explanted:unk; lead model 3999 lot# v657819 implanted: (B)(6) 2011 explanted: unk; lead model 3888 lot# v750354 implanted: (B)(6) 2011 explanted:unk; programmer model 37743 serial# (B)(4). Correction: previously reported explant date was determined to be incorrect. The neurostimulator remained implanted.

Event description:
Additional review of the file found the neurostimulation system was left intact and was not explanted.

Manufacturer narrative:
(B)(4).

Event description:
Initially, it was reported that the pt experienced a loss feeling and had weakness in both legs following the implant of his implantable neurostimulator (ins). It was noted that he was also experiencing some "facial drooping." He was admitted to the hospital but had no resolution of the leg weakness. It was noted that emergency room doctor confirmed that the ins was off before performing any MRI procedures. Further info received indicated that the emergency room doctor initially believed that congestive heart failure caused the loss of feeling in the legs. However, it was later discovered that the pt had a hematoma. Ins was explanted by the follow-up health care provider (hcp). In addition, the hcp also sutured the lead to the fascia, performed a t4-t8 laminectomy and removed the epidural clot/hematoma. All epidural cultures were clear. The pt was admitted to the ICU after the surgery. No other pt outcome was reported. Additional info has been requested, but was not available as of the date of this report. A follow-up report will be sent if additional info becomes available.